Event description:
Reportedly, upon a follow-up dated (B)(6) 2013, for the ICD involved in this MDR report, it was found a charge time higher than 40 seconds and battery voltage was at 5.13 v; the physician decided to replace the ICD. During the reintervention on (B)(6) 2013, high impedances of the lead coils were measured (open circuit). The ICD was replaced but when connecting the new ICD to the leads, ventricular oversensing was detected. The physician decided to extract also the lead but it was not possible so it was left in place and capped; a new lead was implanted. Case associated to sorin ovatio dr 6550 sn (B)(4).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.